Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Unit was programmed with correct time and date. Pump monitored for several days. Pump received with intermittent button response due to flattened esc and act button dome switch (creased). No unlocked j2/lcd keypad connector. Pump passed the displacement test and self test. No time anomalies noted. No unexpected frozen display anomalies noted.

Event description:
The customer reported via phone call that the she was trying to delivered a bolus but she was stuck on the time and date screen. The customer¿s blood glucose level was 325 mg/dl. Customer was unable to enter in her carbohydrate amount and assisted in delivering a bolus using the bolus wizard and manual bolus feature. The insulin pump will not be returned for analysis.